Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited pacing inhibition. The sensing, impedance and threshold values were within normal values. The sensitivity was reprogrammed, however the pacing inhibition persisted. This right ventricular lead was surgically abandoned at a revision procedure. No additional adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.